Event description:
Pt was undergoing a gynecology procedure. When closing with cutter/stapler the stapler was misfiring and one end of suture line would not hold. There was bleeding at this point of the incision which required that the case be opened again and suture utilized.